Event description:
It was reported there was a speaker error. Sound was unknown to be present. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The philips bench repair technician (brt) reported the device had a speaker failure and after a closer look at the speaker, noticed it had a cable torn off. The brt replaced the speaker assembly to resolve the issue. Good faith efforts (gfe) were sent to confirm sound; however, there was no response. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a faulty speaker cable. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time.